Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the pump stopped and a "motor disconnected" message appeared. The user attempted to restart, and the motor would rotate, but then stop and display an "overspeed" error message. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.